Event description:
Customer had been hospitalized due to high blood glucose levels and customer felt it was due to pump not delivering the basal rates. Troubleshooting revealed that pump had given an e13 alarm which confirmed that basal rates had been erased. Customer re-programmed basal rates and was not interested in troubleshooting further after realizing what had happened.